Manufacturer narrative:
D9. Date returned to mfg: 17-jun-2024. H6. Investigation codes: updated. Investigation summary: four unopened, unused 22g x 1¿ viavalve sister samples were returned for analysis. The unused sister samples were visually examined for cracked hub, actuator-to-tube tears, and punctured catheter per pd3200 requirements. Additionally, upon passing visual inspections, the samples were tested for catheter leakage per stm165 and pd3200. All samples were found to be acceptable. Based on analysis, the complaint cannot be confirmed as a manufacturing nonconformance. No root cause could be determined as the complaint was not confirmed. In process, product is evaluated for catheter leakage and visually inspected by operators using statistically valid sampling plans at defined intervals. If any nonconformances are found in process, the product is isolated, non-conformed and immediate action is taken to perform corrections. Sampling plans are based on random sampling selection and are designed to provide a high level of assurance that the true fraction defective is less than or equal to the established aql level for each quality characteristic. No correction or corrective actions will be conducted by the manufacturing facility at this time. Complaint information will continue to be monitored. ICU medical regularly reviews and analyzes post-market data for new information or adverse trends, implementing corrections, taking corrective and preventative actions accordingly. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Manufacturer narrative:
B3: date of event is unknown. H3: device has not been returned to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the catheter started leaking at hub. There was leakage with blood flashback and minimal saline push with no resistance.there was patient involvement and unknown patient harm/adverse event reported. (B)(6) (B)(6)2024.